Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful deployment of this transcatheter bioprosthetic valve, selective coronary angiography showed an 80% occlusion of the left coronary artery ostium by the native leaflet. A coronary stent was placed and flow was restored with good results. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.